Event description:
The customer received questionable thyroid results for one pediatric patient sample. The initial free thyroxine (ft4) generation 2 result was 5.28 ng/dl and the thyroxine (t4) result was 18 ug/dl. The specimen was repeated on another cobas e601 analyzer at the site and the results were similar to the initial measurement. No specific data was provided. The specimen was sent out to an external lab where it was analyzed on a siemens centaur analyzer and the ft4 result was 1.44 ng/dl and the t4 result was 10.04 ng/dl. The specimen was then analyzed on a cobas e601 at another lab with the ft4 generation 1 reagent and the ft4 result was 2.82 ng/dl. No information was provided to determine which result was reported outside the laboratory or if the patient was adversely affected. The ft4 generation 2 reagent lot number was 169825. No expiration date was provided. The t4 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Additional information as received stating the date of the event was actually (B)(6) 2013. (B)(4). The initial results were reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). Ft4 generation 2 is not sold in the united states but is like or similar to ft4 generation 1 reagent which is sold in the united states.

Manufacturer narrative:
The patient sample in question was submitted for investigation. The ft4 results above reference range as found by the customer were confirmed. Upon further testing, an interfering factor to streptavidin was identified in the patient sample. Product labeling includes a disclaimer alerting the customer to this limitation.